Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation (mr), heart failure, and a clip detaching from one leaflet (incomplete coaptation, or single leaflet device attachment (slda)). It was reported that an initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2022, it was reported that the clip had detached from the anterior leaflet (single leaflet device attachment (slda)) and remained attached to the chordae. Mr was noted to have recurred at grade 3-4 and heart failure symptoms had returned. In the physicians opinion, the slda occurred due to annular and chordal calcification. There are plans for a repeat mitraclip procedure on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related challenging patient anatomy. The reported mitral regurgitation (mr) is due to the slda. A cause for the reported heart failure cannot be determined. Additionally, mr and heart failure are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.